Manufacturer narrative:
This report is submitted on november 10, 2023.

Manufacturer narrative:
This report is submitted on september 27, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion.